Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she knew why her blood glucose was high. She stated that she was unsure whether the bolus wizard gave her the correct information. She stated that she always input her carbohydrates value but it never showed up. The customer did not know the blood glucose reading. She stated that she did not feel that the bolus wizard was working correctly. She was advised to contact her doctor to review all her bolus wizard settings and basal settings.